Manufacturer narrative:
The device is included in the battery performance alert advisory issued by abbott on 28 august 2017.

Event description:
It was reported that the patient presented in clinic for a follow up. Device interrogation revealed battery performance alert on the implantable cardioverter defibrillator (ICD). No changes or interventions were performed. The patient was in stable condition.